Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The customer's blood glucose was unknown at the time of incident. The customer was advised how to perform troubleshooting. The customer reported that the power error alarm recurred within a week after troubleshooting. The insulin pump will be returned for analysis.